Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of event is an approximation. On approximately (B)(6) 2026, the patient reported feeling dizzy. When the cgm reading displayed 120 mg/dl, a fingerstick was performed and the bg reading was 47 mg/dl. The patient´s wife called an ambulance. When the paramedics arrived, the patient was treated with oral glucose, and drank a whole bottle of soda. The patient was brought to the hospital for observation. The patient was discharged after 3 days at the hospital. No further medication was reported and there was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.